Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure using the coral spinal system, the locking screw was cross threaded by the surgeon, which lead to the separation of the locking screw components. The surgeon used one of the spare locking screws in the caddy to replace the damaged implant and complete the surgery.